Manufacturer narrative:
(B)(4). Investigation results - a used and damaged device was returned. A complete review of the complaint history, instructions for use (IFU), quality control(qc), and visual inspection were conducted. Visual examination of returned product shows that the flare was uneven and had some delamination on the edge. The flare was acceptable when checked with a flare gauge. The uneven flare and delamination most likely resulted when the sheath was pulled out of the fitting. Quality controls are in place to insure products are manufactured according to specifications. The cause cannot be determined but may have been procedure related. There is no evidence to suggest that the product was not manufactured per specification. The appropriate internal personnel have been notified and we are continuing to monitor complaints for this failure mode.

Event description:
Information was initially reported that the device was kinked. However, clarification was provided on (B)(6) 2016 by the reporter stating that the fitting was separated (not kinked) making this event reportable. No known impact or consequence to the patient has been reported.

Manufacturer narrative:
Initial date received by manufacturer should be 02 december 2015. Additional evaluation of the device was performed beyond that which was previously reported. A visual inspection of the returned device was conducted during this additional investigation. One flexor balkin guiding sheath was returned in a used and damaged condition. Visual examination of returned product showed that the flare was uneven and had some delamination of the inner layer of the sheath along the edge. The flare was acceptable in size when checked with a go/no go flare gauge. The cap was measured and confirmed to be the correct dimension. Visual inspection of the returned device showed dried blood and bio material on the hub of the dilator, hub, check flo assembly of the sheath, and on the three way stopcock attached to the sidearm by the connecting tube. This supports the statement in the original investigation that a used and damaged device was returned. The opening of the connector cap was measured using a pin gauge set. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Measures have been conducted to address this failure mode. Based on the information provided and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). Event is currently under investigation.

Event description:
Information was initially reported that the device was kinked. However, clarification was provided on (B)(6) 2016 by the reporter stating that the fitting was separated (not kinked) making this event reportable. No known impact or consequence to the patient has been reported.